Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on their insulin pump. The customer's blood glucose at the time was 124mg/dl. It was reported that the customer states trying to give themselves a bolus, when the device started to do it but then stopped and went to the main menu. Troubleshooting was reported to be conducted. The customer was advised to revert to back up plan, and that the device would have to be returned. The device is being returned for analysis and replaced.